Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend jaws would not open and close. The user was completing the procedure as planned using a backup vessel sealer extend with no further issue reported. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: there was no unexpected tissue removal due to the issue. The instrument is available to be sent back to isi. The reporter was unable to provide answers to any other questions.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive vessel sealer extend instrument to perform failure analysis. The instrument was analyzed and found to have a dislodged dowel pin from its expected location resulting in a loose grip cable resulting in a loss of tension of the grip cable. As a result, the imprecise motion was caused by loose grip cable at the proximal end from the input shaft. The instrument was installed on an in-house system and passed the recognition test. The instrument exhibited imprecise motion during gripping and ungrasping. The probable root cause is attributed to a dislodged dowel pin.

Event description:
Refer to h11 for follow-up information.